Event description:
This is filed to report the mitraclip detaching from the posterior leaflet, requiring intervention to stabilize. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 2-3. A xtw mitraclip (lot: 30330r1075) was deployed, but shortly after the clip detached from the posterior leaflet (single leaflet device attachment (slda)). An additional xtw mitraclip (lot: 30330r1106) was implanted lateral to the slda to stabilize, resulting in mr reduced to grade 1. There was no adverse patient sequalae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda is due to the patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.